Event description:
It was reported that the device exhibited system fault 46,221 occurred 0004. The event occurred while in use with a patient.

Manufacturer narrative:
E1: phone number extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation of complaint of system fault 46,221. Service history review identified this device was last serviced in may/2025. The reported problem was confirmed with event logs and service history. The complaint was not duplicated. The probable cause of the reported problem was fluid contamination found on the main board. The downstream occlusion (dso) seal had moderate bubbling and was opened at air detector side area. Replaced main board and dso sensor. All functional test of the device passed after repaired.